Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer ha high blood glucose level with blood glucose level of 15 mmol/l. Customer declined to further troubleshoot for high blood glucose level. Customer took meal and the blood glucose value got corrected. The insulin pump will not be returned for analysis.